Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels from 02/10/24 to 02/13/24. The customer¿s blood glucose (bg) level displayed "high"; although specific values were not provided. The high bg causes were not known. The customer delivered correction boluses to address all high bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.